Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call that they experienced high blood glucose. The customer's daughter reported that she found a big air pocket in the reservoir. The customer's daughter reported that there was no air bubbles when she tried to push insulin. The customer's blood glucose was around 500 mg/dl at the time of incident. The customer's blood glucose was 400 mg/dl at the time of call. The customer's daughter stated that they experienced nausea. The insulin pump will not be returned for analysis.